Event description:
Procedure type: pelvic organ prolapse and other symptoms. Reportedly, the patient underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced pain, injury, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref#: 9615742-2012-00107 (avaulta anterior system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior."